Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the common computer controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was returned back for failure analysis and the reported issue was replicated/confirmed. Unit was install into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. To address the issue, the unit will be reprogrammed to the released software and retested. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, power button was flashing blue. Onsite was not posting. Technical support engineer (tse) walked customer through hard power cycle of tower and disconnection of blue fiber cables and power all carts on in stand-alone mode. No issues with console or robot powering on but tower will not complete self-test with power button flashing blue and message regarding insufflator disabled. The procedure was aborted to another dv system with no reported injury.